Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Xtw clip was implanted without issue. A ntw clip was prepped without issue. The clip was positioned on the valve, dropped anterior gripper fine, posterior gripper did not drop. Troubleshooting worked slightly but still did not drop all the way. More troubleshooting attempted but was unsuccessful. Tested on back table but would not lower all. No evidence of tissue damage. No replacement device was implanted and the procedure ended with mr reduced to mild (grade 1). There was no patient consequences and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The reported inability to lower the gripper was confirmed. The no tactile marker gripper arm could not lower as it was observed to be pinched by the harness. Moreover, the gripper arm cover was observed to be bulky, and the gripper line (cap-tactile marker) was observed to bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and return device analysis, the reported gripper actuation issue is due to the harness pinching the gripper arm cover. The cause of the observed gripper arm cover (no tactile marker) pinched by the harness cannot be determined. The observed bulkiness on the gripper arm cover and bent found on the gripper line appear to be a result of the troubleshooting steps performed during the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.